Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular pacing was not following correctly on the external pulse generator (epg). The product has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm the complaint that the external pulse generator (epg) ventricular pacing did not follow correctly. Incoming tests were performed, and the unit passed. The unit is mechanically intact. The unit was cleaned and inspected. The unit was tested on an automated test system and met all specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned for service.